Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient is experiencing intermittent stimulation since her implant on (B)(6) 2009. There are no impedance issues with the system. There were no visible kinks or fractures visible on x-ray. Surgical intervention may be pending to address this issue.